Event description:
It was reported that the safety clamp did not engage when the pump door was opened. Clinician stated that always closes the roller clamp before opening the pump door after experiencing an event where the safety clamp didn¿t engage for the ¿first time ever¿ on an IV set that had two chemotherapies on one line. When this happened ¿the fluid started going into the other side. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an safety clamp did not engage was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the safety clamp did not engage when the pump door was opened. Clinician stated that always closes the roller clamp before opening the pump door after experiencing an event where the safety clamp didn¿t engage for the ¿first time ever¿ on an IV set that had two chemotherapies on one line. When this happened ¿the fluid started going into the other side. This was reported to bd representatives during their site visit. There was patient involvement, however outcome is unknown.